Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the patient's stomach and was not retrieved. The patient was not injured following the procedure. Another capsule was placed normally.